Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards affiliate in (B)(4), during the valve rinsing of the 26mm sapien 3 valve, the cathlab staff noticed that one of the three leaflets of the valve had a blue mark or blue dot on the leaflet tissue. The blue dot was still on the leaflet after rinsing the valve. Position of the mark is on the inner side of the leaflet, which would face the ventricle when the valve is closed. The valve was not implanted and a new valve was used.

Manufacturer narrative:
Additional information: additional information provided confirmed no other abnormalities were noted in or around the valve aside from the blue dot. Blue sterile towels were used in the procedure room and were close to the preparation area, however, it is unlikely that there was contact between the leaflets and any towel material as the valve was mostly in the nacl pots and then in the crimping device. The nurse attempted to rinse off the blue dot in the nacl pot but the blue dot did not come off. Photographs and the sapien 3 valve were returned to edwards for evaluation. The device underwent visual and chemistry analysis. The photographs of the device that were taken from the field revealed a blue dot on the rough side of the leaflet and near the free edge. Visual inspection of the returned valve confirmed the presence of a particulate on the valve. During pre-decontamination evaluation, two blue dots were noted as being on the leaflets. However, in the post-decontamination evaluation, only one blue particulate was found attached to the rough side of cp1 near the free edge of the leaflet. The particulate had physical characteristics of a blue tangled fiber. No other blue particulates were identified on the valve. In addition to the blue particulate reported in the event, during pre- & post- decontamination, black specs were observed on all three leaflets. One black particulate was on the same leaflet of the reported blue particulate, cp1, there were a group of three smaller specs on cp2, and one small spec on cp3. In the attempt to isolate the largest of the black particulates (that found on cp1) for sample testing, the particulate began to fragment. Due to the nature of the particulate disintegrating, it became difficult to get an appropriately sized sample for analysis. When the valve was returned to solution, the disintegrating black particulate was washed off the valve and microscopic black specs could be seen floating. The other black specs found on the other leaflets had similar properties. The valve itself was thoroughly analyzed for any damage or irregularities, however no abnormalities were observed. Materials analysis was performed on the isolated blue material collected from the returned valve with fourier transform infrared spectroscopy (ftir). The results indicated that the material showed similar absorption characteristics to cellulose. The black particulate fragmented almost entirely leaving minimal residue which was not dimensionally sufficient to be able to test for material analysis. Due to the material fragmentation, engineering and chemistry could not confirm the material composition of the particulate. A manufacturing process walkthrough was performed at the manufacturing plant in order to determine if the cellulose particulate could have originated at edwards. The components and materials walkthrough for the sapien 3 manufacturing process revealed that there is one (1) item in the clean room that is comprised of cellulose: the color of the tx1109 texwipes do not match the blue color observed on the reported event, as such, it is likely unrelated to this complaint. Note that the blue material of the gowns is cbfa which is a composite of carbon fiber and polyester. During manufacturing, the following processes are in place to mitigate against the potential of particulates or fibers on the valves: sapien 3 valves were manufactured under controlled environments in clean rooms. All personnel working or entering edwards' manufacturing facilities must follow specific rules and gowning procedures to reduce particles and control contamination that could impact product. During valve assembly, in-process glut were changed out daily and at the end of an assembly step once it is completed for the work order and sop. During manufacturing, sapien 3 valves were 100% visually inspected under 8x magnification before holder inspection and after holder inspection. These 100% visual inspections are able to identify presence of any fibers and particles, e.g. Particulates, free sutures, debris, on valves or inside jars. Similarly, in process glut is changed out after the visual inspection is completed for the work order to rinse off any potential loose particulates/sutures in the jar or valves. Prior to final packaging, 100% visual inspection was performed at preliminary packaging per sop to ensure no foreign materials (e.g. Particulates, free sutures, debris) on the valves and inside the jars visible to unaided eye. Review of these work orders did not reveal any manufacturing issues related to particulate contamination. A lot history review did not reveal any other complaints related to particulate contamination. Review of complaint history from march 2017 to february 2018 revealed seven (7) other returned complaints for contamination, particulates on the sapien 3 valve. For the complaints that were closed within the timeframe of march 2017 to february 2018, there was one (1) complaint that reported cellulose. There is no evidence that these returned complaints are related to this complaint. A review of complaint history reveals that the occurrence rate for this complaint code for the sapien 3 valve did not exceed the february 2018 control limits for this trend category, ¿particulate, contamination¿. Due to the observation of particulate contamination on the procedures and IFU were reviewed for valve preparation and inspection steps. No IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Note that the particulate was observed during valve preparation and the valve was not used as reported in the complaint description. As a precaution, awareness training was performed in (B)(4) to all production, supervisors, operators and inspectors involved in the sapien 3 manufacturing process. The focus of the training was to re-emphasize glut change out, 100% visual inspection for foreign material, and repair instructions. The complaint for ¿valve ¿ particulate, contamination¿ observed during product evaluation was confirmed. The blue particulate was confirmed as cellulose. The second blue particulate identified during pre-decontamination could not be confirmed during post-decontamination. No assessment could be made to confirm the particulate as a manufacturing non-conformance. A manufacturing process review revealed one (1) source of cellulose material used in the sapien 3 process, the white tx1109 texwipe. The texwipe is comprised of 55% cellulose and 45% polyester. Due to the blue color of the observed particulate, the texwipe is an unlikely source for the reported event. Through the investigation, it was noted that the original customer report did not refer to any black particulate, only the blue dot. The field has responded and confirmed the black particulate was not visible upon identification of the reported event. This indicates the black particulate may have been introduced post-report identification and was likely due to external contamination during returned shipment preparation. A review of manufacturing processes noted that all valves were inspected with 8x magnification and checked for particulate and inspected again with the unaided eye per procedure prior to final packaging of the valve. Therefore, it is unlikely that the blue fiber originated from the manufacturing plant. Additionally, as reported, a blue sterile cotton towel was used in the procedure room near the valve preparation area. Due to the valve submerged in the saline solution during the majority of prep time, there was no direct contact between the valve and the towel. Despite no direct contact, the blue towel could have potentially been the source of the blue fiber due to lint that may have transferred onto the valve through the air during handling. The exact source of the blue particulate could not be determined, however it may have originated from the field as there are no blue cellulose materials used in the manufacturing process. No manufacturing or IFU/labeling inadequacies were identified. Chemistry analysis identified the material as cellulose. The exact source of the blue particulate could not be determined, however it may have originated from the field (lint from the blue sterile towel) as there are no blue cellulose materials used in the manufacturing process. Review of the DHR and lot history did not reveal any non-conformances for related issue of particulate contamination. Additionally, review of the complaint history revealed that the occurrence rate does not exceed control limits for this trend category in february 2018, therefore, no corrective or preventative action is required. However, as a precaution, awareness training was performed in singapore to operators and inspectors.